Event description:
It was reported that when the device was used during a low anterior resection, the device fired malformed staples. Surgeon overstitched the anastomosis to complete the case. There were no consequences to the patient.